Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) has not met the patients expected longevity. The device currently remains in use and is expected to be replaced at a future date. No patient complications have been reported as a result of this event.